Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. The max pressure for oxygen is 80 psi and the event trace recorded pressures that ranged from 85 to 95 psi. During the alarms, no problem was found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1000 unit alarmed high o2. As of this time, there was no information about patient involvement associated with this reported event.